Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeled glue in light guide and objective lens. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the 1 1/2" up distal end channel is bioburden. Bioburden seeped under channel layer was cause not established and for peeled glue in light guide and objective lens was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had bioburden up the distal end channel and it seeped under channel layer. There were no reports of patient harm.